Event description:
Provider states footrests will not stay properly on hanger weldments. Something is wrong with weldment or upper supports dealer states.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.